Event description:
The stent came off the balloon at the bifurcation between the left and right iliac during an attempt to deploy the stent to treat a dissection in the left iliac. The stent migrated into right iliac where it was fully deployed.